Event description:
Programmed ivpb at 100 ml/hr for a total volume of 250 ml at 0900. The infusion was completed at 1100; however the total volume on the screen show 45 ml left. Main ivf supposed to be 75 ml/hr but patient was receiving 100ml/hr. Biomed assessment: the pump operation and accuracy were verified in biomed and all tests were within specifications. The pump module will normally continue to pump for the duration of the calculated time as programmed prior to switching back to the main IV rate; however, this was not the problem. The device was returned to the manufacturer:multiple tests were conducted and the pump operated according to specifications. The conclusions: the pump appeared to have operated within specifications. No malfunction is believed to have occurred. The root cause of the reported problem is unknown. Based on this, the educators will share this report and review the loading and infusion methodologies for the pump. No patient harm.